Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt had drainage from the lead incision site 4 weeks post-op. F/u information rec'd indicated that the device was explanted due to the wound infection. The pt outcome was reported as non-serious injury/illness.